Event description:
Complainant alleged that during biomed testing, the device displayed a red "x". Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the prod, and this complaint is still under investigation.